Event description:
Premature battery depletion. This event was one of 25 associated with a battery problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspection in feb. Of 2025. Avertix had performed a voluntary recall/correction in 2023 for this issue.